Manufacturer narrative:
Date rec'd by MFR: 25apr2019. MFR site: correction. The manufacturer¿s international service technician replaced the data acquisition printed circuit board assembly (pcba) to address the reported problem. The unit successfully passed the required performance verification test. The da pcba was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the da pcba revealed no damage or contamination. The da pcba was installed in the fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and the test ventilator did power up from alternate current (ac) and deliver breaths, the test ventilator did not generate an error code, and the pressure accuracy test did pass. The da pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/06/2019. International UDI: (B)(4) the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective data acquisition printed circuit board assembly to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported an error occurred indicating pressure regulation high (e/c 1009). The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.